Event description:
The pt was implanted with a left ventricular assist device (lvad). The transplant coordinator reported that the pt woke up with a severe headache, diaphoretic, vomiting, and altered mental status. Emergency medical svs (ems) was contacted and the pt was taken to the hospital. A computed tomography (CT) indicated a "massive subdural hemorrhage", but there was no history of any trauma. On admission the pt's internal normalized ratio (inr) was 3.1 compared to the prior week of 2.6. The pt was given 5 mg of vitamin k in the emergency room (ER). Inr dropped to 1.4 and never got above 2.4. The pt was taken to the operating room (or) and the pt demonstrated some posturing. Once in the operating room, a substantial amount of blood and clots were evacuated. There was already a midline shift and swelling of the brain with bruising. The pt was taken to the neuro intensive care unit (ICU). Overnight, the pt had a temperature of 105 f which decreased to 99 f the next morning. The pt's neuro status seemed to be declining and there were no reflexes shown by pt. The family decided to withdraw support and the pt expired.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The pump was not explanted - explant date removed. Due to the device not being available for evaluation, a correlation between the lvad and the reported event could not conclusively be determined. However the device¿s approved labeling lists device thrombosis, bleeding, neurologic dysfunction, and death as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.